Manufacturer narrative:
(B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with 7 clip halves remaining in five different slots in the cartridge. There were 4 hook halves and 3 pierced boss side halves. The cartridge and broken clips were visually examined with and without magnification. Visual examination revealed that the clips were all broken in half at the hinge. The sample appears used as there was biological material present on the cartridge and clips. There were signs of damage on the cartridge which indicates that improper loading technique was potentially used. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clips were all broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The cartridge was returned with 7 broken clip halves in the cartridge from 5 different clips, all broken in half at the hinge during loading. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
When the user attempted to ligate a clip during a surgery it got broken. Therefore, a new cartridge was opened instead. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e2000328 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user attempted to ligate a clip during a surgery it got broken. Therefore, a new cartridge was opened instead. No clip fell/remained in the patient.